Manufacturer narrative:
Despite baxter's attempts, no additional information could be obtained regarding this event. The lot number is unk, and samples have not been returned.

Event description:
Baxter's quality relations manager received a report from the clinical services manager indicating there has been an increase in the number of blood stream infection's possibly catheter related, in the neonatal intensive care unit (nicu). The customer reported the only change that has been made in the nicu is the conversion to the clearlink buretrol set from the interlink buretrol set. Ports are not being accessed on the buretrol set for intravenous (IV) push or flush. They never injected medications into the buretrols cylinder port and the y-sites are only used to piggyback medications infusion. These piggybacks are connected to a y-site and remain connected for 72 hours. They do not access the ports intermittently. The facility reported they always use good aseptic technique, when accessing injection sites. The customer reported they are converting back to the interlink buretrol set.